Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues identified in the DHR that would have caused or contributed to the reported event. A disposable history search found no other reports of incidents or failures for lot 08c9906. Per terumo bct internal medical review, there is no current evidence to suggest that the device caused or contributed to the patient's death. Root cause: based on the information provided by the customer, a definitive root cause of the patient's death could not be determined.

Event description:
The customer declined to provide how was cause of death determined, who determined cause of death, what the patient¿s condition was prior to the procedure, autopsy result or discharge summary or lab and clinical data.

Event description:
The customer declined to provide the patient identifier, weight and cause of death.

Manufacturer narrative:
This report is being filed to provide investigation: bone marrow aspirate concentrate (bmac) is a regenerative therapy procedure that uses cells from a patient¿s bone marrow to initiate healing for a number of orthopedic conditions, including osteoarthritis and cartilage injuries. Bmac is obtained during an outpatient procedure in which a small amount of the patient¿s bone marrow is extracted from the pelvis. The patient can be positioned either supine or prone. In the supine position, bmac is harvested from the anterior superior iliac spine or the iliac crest. In the prone position, bmac is harvested from the posterior superior iliac crest region. Monitored anesthesia (conscious sedation), local anesthesia, or general anesthesia can be used for the procedure to minimize any discomfort. The marrow is then processed to produce a concentration of stem cells which is injected into the patient¿s damaged tissue to promote healing. Based on the details of the reported adverse event, the patient expired at some point after the bone marrow aspirate (bma) aspiration/harvesting portion of the procedure and prior to the processed marrow being injected into the injured site. According to the bmac-60-07 IFU, the bone marrow aspiration/harvest procedure involves the following: a sharp bone marrow aspiration needle is used to gain initial entry into the bone marrow space (approximately 2 cm). The sharp stylet can be replaced with the blunt stylet (11 g needle only) if necessary, to advance the needle further into the bone marrow space. The stylet is then removed from the bma aspiration needle and a bma aspiration syringe which has been pre-rinsed with the heparin/sodium chloride solution is attached. The following steps are completed to aspirate the bone marrow into the bma aspiration syringe: a. Draw up a small volume with one pull on the bma aspiration syringe; rotating the plunger allows small vacuum steps to ease aspiration. B. Rotate 90° and withdraw the bma aspiration needle several millimeters and draw an additional small volume with one pull on the syringe. C. After the bma aspiration syringe is filled, remove it from the bma aspiration needle and attach an empty bma aspiration syringe to the needle. D. Repeat steps a through c until each bma aspiration syringe is filled. Based on the guidance in the instructions for use (IFU), there is no evidence to suggest the bmac aspiration needle or syringe caused or contributed to the patient's death. Indications for use: the bmac system is intended to be used in the clinical laboratory or intraoperatively at the point of care for the safe and rapid preparation of platelet-poor plasma and platelet concentrate from a small sample of blood and for preparation of a cell concentrate from bone marrow. These procedures require needle access, possibly resulting in discomfort, tenderness, bruising, swelling, bleeding or pain at the access site, at which there is a small risk of infection. Lightheadedness, fainting, nausea or vomiting may occur. Per the IFU for the bmac procedure pack, bone marrow should be collected only by qualified medical professionals. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Additional product code: fmf investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient was undergoing left rotator cuff surgery and had 60 mls of bone marrow removed and processed using a harvest device. Prior to the product being returned to the patient he expired. Per the customer the cause of death is unknown at this time. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The patient identifier and weight are unknown at this time. The disposable set is not available for return because it was discarded by the customer.